Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photos show the guidewire inserted into the introducer needle in which guidewire was noted exposed at the tip of the introducer needle. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported physical resistance and difficult to remove issues as no sufficient evidence has been provided to confirm the reported event. However, the investigation is confirmed for the identified improper or incorrect procedure or method as retracting guidewire from the needle while the needle is inserted was against instructions for use. Although the definitive root cause for the reported physical resistance and difficult to remove issues could not be determined based upon the provided information, user error could have contributed to the identified improper procedure or method used issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the guidewire allegedly got struck in the needle. It was further reported that it could not retract the guidewire out from the needle. The procedure was completed using another device. There was no patient contact.